Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to inpatient service due to symptomatic low flow alarms. Initially the patient was found to have low mean arterial pressures (maps) and thus all antihypertensives were held and the patient was resuscitated with IV fluid. The patient later on developed more low flows but reportedly was currently in setting of elevated maps to above 100. Since then antihypertensive treatment was restarted. The patient was then asymptomatic in these low flow alarms mostly ranging 2.2-2.5 lpm. Echocardiogram showed left ventricular internal diameter in diastole (lvidd) of 3.7cm, left ventricular ejection fraction (lvef) 45-50% with septum bowing into left ventricular (lv) at 5000 rpm. Speed decreased to 4900 rpm after this. Computed tomography scan (CT) heart shows partial dynamic obstruction of the inflow cannula that could be worsened with lower ventricular volume. During the analysis of the log low flows with high pi readings were observed. There were no other unusual events seen within the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of low flow alarms was confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be determined. It was reported that the patient experienced hypotension, followed by hypertension; however, treatment for these conditions did not resolve the low flow alarms. Furthermore, a direct relationship between the device and the reported hypotension and hypertension could not be conclusively determined. The report of an obstruction in the inflow cannula could not be confirmed through this investigation. The account reported that the patient was admitted to the inpatient service where they presented with symptomatic low flow alarms. Initially, the patient was found to have low maps, and thus, all antihypertensive medications were held, and the patient was resuscitated with IV fluid. Later, the patient developed more low flows in the setting of elevated blood pressure and antihypertensives were then restarted. As of (B)(6) 2020, the patient was asymptomatic with low flow alarms. An echocardiogram was performed, after which the patient¿s pump speed was decreased. A CT scan of the patient¿s heart showed a partial dynamic obstruction of the inflow cannula that could be worsened with lower ventricular volume. The system controller event log file captured 50 low flow hazard alarms throughout the log file. These low flow hazard alarms were captured when the estimated flow dropped below the 2.5 lpm threshold. There were also several controller fault flags for low flow captured throughout the log file; however, these flags were not active long enough to trigger alarms. Of note, these low flow events appeared to be associated with elevations in pi. No additional atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The introduction of the hm3 IFU explains the pump parameters, including flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. Hypertension is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section includes subsections entitled ¿measuring blood pressure¿ and ¿blood pressure management.¿ the hm3 IFU states that pump function will be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.